Manufacturer narrative:
The complainant stated the employee sought no medical attention and was able to control the asthma attack with an "advair" inhaler that had been prescribed by her physician prior to the occurrence of this incident. It was confirmed that the employee is now doing fine and has experienced no further symptoms since discontinuing the use of the product. No product was returned to metrex research for evaluation, but retain samples from the same lot were tested and were found to be within product specifications. A review of the manufacturing records indicated that the product lot that was used in this incident met all specifications and that there were no deviations from the manufacturing process. These investigation results indicate that the cause of this incident was not due to a product failure. -(B)(4)

Event description:
On (B)(6), 2011, a complainant alleged that a dental office employee experienced an asthma attack when using cavicide formulated with spring fresh fragrance to clean work surfaces, requiring the use of an "advair" inhaler for treatment.